Event description:
Medtronic receive info that this pulmonary valved conduit, implanted 1 year, was explanted due to subvalvular and conduit stenosis. No adverse pt effect was reported.

Manufacturer narrative:
(B)(4). Evaluation method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event determined to be related to pt condition. Analysis: upon receipt at medtronic's quality laboratory, three remnants of the supported valved conduit were received. Length measurement for each remnant: 2.8 cm, 2.1 cm and 2.2 cm. The existing supported band was noted on all remnants. All existing leaflets were stiff due to host tissue adherence. The top of one existing commissure was cut during explant. Pannus lined the inflow aspect of the existing valved conduit extending over the existing leaflets and commissure on two remnants. Pannus adhered to the leaflet on the other remnant to the wall on the outflow. Radiography showed trace mineralization on two remnants of the valved conduit. Conclusion: the device history record was reviewed and showed that this valve met all mfg specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to mineralization and host issue overgrowth. These findings are generally considered a pt related condition.